Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a tested nasal kitted swab used to swab both nostrils . Repeat testing was performed on (B)(6) 2021 and generated positive result. Pcr confirmation testing performed on (B)(6) 2021 generated positive results. The consumer stated that he was not symptomatic . As per consumer he is doing fine at home .

Manufacturer narrative:
Additional data: h10 the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.